Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review - (B)(4). Manufacturing date: 21.nov.2011. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation evaluation: the returned drill bit was broken apart at the shaft as complained. The measured hardness of the material was within the specified ranges of hrc 600 +50/0 hv5 (actual result: 610). The measured dimensions of the shaft also indicated conformity to the specifications. As such, no product related conditions could be found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the drill bit was connected to a competitor's hand piece to be used for a zygomatic fracture surgery. During the surgery, while the surgeon attempted to confirm the drill's movement outside the operating field, the drill bit broke and the fragments were thrown approximately 5 to 6 meters from the device. The fragments did not hit the patient or the operating room staff. There was no adverse consequence to the patient and no reported surgical delay. This report is 1 of 1 for (B)(4).